Manufacturer narrative:
Batch review performed on 18 june 2019: lot 170430: (B)(4) items manufactured and released on 20-june-2017. Expiration date: 2022-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices were involved in the event: gmk-sphere 02.12.0024l femoral component sphere cemented size 4+ l lot 186138 (k140826): (B)(4) items manufactured and released on 22-oct-2018. Expiration date: 2023-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0512fl tibial insert fixed sphere flex size 5/12 mm l lot 181888 (k121416): (B)(4) items manufactured and released on 06-june-2018. Expiration date: 2023-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0035rp patella resurfacing size 3 lot 186277 (k090988): (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery for infection 6 months after primary. The liner was already swapped in a precedent surgery performed about 1 month after primary. All devices revised successfully in a 2 step revision surgery: all devices removed and an antibiotic spacer implanted on the weekend of (B)(6) 2019, the precise date is unknown. Antibiotic spacer and new implants inserted on the (B)(6) 2019.